Event description:
Home pt (hp) reports difficulty in priming pt line of automated peritoneal dialysis set. Hp uses one 12 ft. Extension set for pt end, with homechoice set, for each automated peritoneal dialysis treatment. Baxter technician assisted hp in repriming line and completing treatment. No pt injury or medical intervention required per hp.